Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) and right ventricular (rv) leads. It was further noted that low impedance was noted on the leads and possible loss of insulation. Short v-v intervals was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.